Event description:
It was reported to philips that image storage was not possible on the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened. The procedure was delay of less than 20 minutes, after which the procedure was successfully completed. The philips field service engineer (fse) conducted an onsite visit and confirmed the reported issue. After reviewing the log, that indicated an issue with the fco pc requiring disk bay replacement. The nss confirmed that the fco pc issue required a replacement to fix it. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the problem, another case philips has initiated a medical device correction (z-1151-2024). At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure successfully on the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.